Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The suture sleeve, conductor coil and insulation were found squeezed and damaged 23 cm distal to the is-1 connector pin. These damages probably occurred while tightening the suture sleeve to the lead body during the implantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During implantation, while securing the lead with a suture sleeve, the suture inadvertently severed the sleeve into two parts. The lead remained implanted at that time. On 10 december, an update indicated that the remaining portion of the suture sleeve had been tied too tightly, resulting in damage to the lead insulation. Consequently, the lead was extracted.